Event description:
Info rec¿d indicates all the casters continue to swivel around when the brake is set, but the caster wheels do not roll.

Manufacturer narrative:
The technician replaced the casters to repair the bed.